Manufacturer narrative:
Reporter of event requested to remain confidential. Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue following a closurefast procedure. The customer reports the pt, a (B)(6) year old female, morbidly obese with a bmi of 42 on bcp was treated on (B)(6) 2011 with a combination of rfa and foam sclerotherapy injection. The catheter was advanced into the greater saphenous vein through the sheath access. Using ultrasound the sapheno-femoral junction was clearly visualized. As the conclusion of the treatment, ultrasound verified patency of the common femoral vein and femoral vein. The greater saphenous vein was thrombosed. The catheter and sheath were removed. The pt tolerated the procedure well, there were no complications. On (B)(6) 2011, the pt went into cardiac arrest and was found in asystolic arrest. The pt was intubated and acls was in process. Bgm was around 120. The pt passed away.